Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,e3,g3,g6,h2,h11. Corrected fields: d10,g2. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,b5,g3,g6,h2,h11.

Event description:
It was reported by customer that the cardiosave, intra aortic balloon pump (iabp) had a blood backed up. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave, intra-aortic balloon pump (iabp) had a blood backed up. No harm or injury to the patient was reported.